Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device catalog #: 305759. D.4. Medical device lot #: 0115011. D.4. Medical device expiration date: 2025-04-30. D.4. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 2020-04-24. H6: investigation summary no photos or samples were received by our quality team for evaluation. During the device history review, it was observed that during production, four pieces of topweb (catalog 305761) and two pieces of topweb (catalog 305761) was pasted. Regarding the two pieces of topweb (catalog 305761) nonconformance, the production technician was interviewed and confirmed that the correct topweb (catalog 305759) was used. The discrepancy was due to an incorrect method of topweb collection. A project has been initiated to address this nonconformance (CAPA) 2835276, specifically how the production technician did not verify the top web information during inspection, the lack of detection of the top web by the vision system, and the lack of a designated area for return top web material.

Event description:
It was reported that the bd eclipse¿ needle experienced incorrect label information. The following information was provided by the initial reporter: packaging say 1in 25 gauge but inside they received 5/8 in.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced incorrect label information. The following information was provided by the initial reporter: packaging say 1in 25 gauge but inside they received 5/8 in.